Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient experienced redness at stoma site and difficulty moving the peg. On an unknown date it was reported that the patient stoma site seemed worse with increased redness around the stoma site. The patient went to the ER. A buried bumper syndrome was suspected, a CT scan was performed which showed no clinical findings. The stoma site was treated with unknown antibiotic injection and it was recommended that the peg tube be replaced. It was reported that the stoma site is much better, and the redness has improved. It was reported that the patient continues antibiotic injections.